Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No pt harm was reported. The available information supports that the fall was not caused by a malfunction of the monitor or the mount. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.